Event description:
It was reported that while attempting to treat a lesion, resistance was encountered as the penta was being advanced over anohter co's guide wire. The resistance became too great and the stent delivery system was removed from the pt to discover the delivery systems soft tip detached, and remained on the guide wire. The guide wire was removed with the soft tip still attached. There was no pt injury reported.